Event description:
Additional information indicated that during the replacement procedure, the rv lead connection was tested with the pacemaker and tested fine. When the lead was hooked up to a pacing system analyzer (psa) the high impedances were replicated. The rv lead was then abandoned surgically and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch alert, 5 months ago. The pacing impedance in unipolar configuration, is now measuring greater than 2000 ohms. During a recent office visit, a lead check yielded good capture and threshold. It was also noted that there were 2 recent episodes, due to noise, resulting in oversensing. The patient is pacer dependent, thus isometrics were advised against, and instead an x-ray evaluation was suggested. The health care professional (hcp) was going to discuss a final plan, with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported.